Event description:
The hosp reported that during a ruptured aneurysm surgery the at1000 autotransfusion instrument was used to salvage and clean the pt's blood. The hosp reported that the instrument did not provide adequate suction to remove and process the blood. The hosp report states that the pt's death was not related to the device. Pt's death was due to the ruptured aneurysm.